Event description:
It was reported that the unit would intermittently enter into standby mode.

Manufacturer narrative:
The product was returned for investigation. The customer complaint was confirmed. The product was subjected to a shake test to locate loose components. None were found. The initial power sequence included: powering up; confirming display activity; loading correct software; standby activity check; bulb ignition; error code check; repeating sequence several times. The bulb failed to ignite and no error code was posted. Bulb ignition continued to fail on successive repetitions. All other power sequences passed. Functionality testing included: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; door/bulb ignition cycling. Lightcable and jaw failed, jaw did not lock open and integrating rod was chipped. Bulb voltage measurements again confirmed failure. The root cause of the bulb ignition failure was traced to broken ballast banana plugs. The failure mode will be monitored for future reoccurrence.